Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report that the facility had a problem loading the set into the colleague infusion pump - channel a (channel a did not work); this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: further investigation by baxter revealed that the reported problem of unable to load the set is unlikely to cause or contribute to a death or serious injury.